Event description:
The user attended a follow-up appointment where he reported that since 2019, prior to the upgrade to rondo 2 audio processor, he had recurrent episodes of dizziness lasting minutes, which increased with head movement and was accompanied by nausea, sometimes every 15 days and sometimes after several months. Despite requested, no additional information could be yet retrieved.

Manufacturer narrative:
Additional information: according to received information, the recipient experienced episodes of dizziness which is a known side effect of otologic surgery. In addition, four channels had already migrated post-operatively out of cochlea. However, these channels have been deactivated and hence do not explain the observed dizziness. The device remains implanted. No information on possible further steps has been received.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user attended a follow-up appointment where he reported that since 2019, he had recurrent episodes of dizziness.